Event description:
The reporter stated that during a surgical procedure to insert a panta nail for tibio-talo-calcaneal arthrodesis, the tibial screws that were inserted through the panta jig were not aligned correctly with the holes in the panta intermedullary nail. The surgeon then placed the screws correctly under x-ray guidance. Integra has requested add'l clinical info.

Manufacturer narrative:
To date, the device involved in the reported incident has not been received for eval. An investigation has been initiated based upon the reported info.